Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. Customer specified fault was confirmed, when tested unit displayed errors e116, e117 and e118. This was found to be faults on faulty solid state drive (ssd) and printed circuit board sub assembly. A link 7 on rx module erroring on bert test. A known working ssd, printed circuit board sub assembly failure and rx module is receiver module (rx module) were fitted, and all tests passed in accordance with the original equipment manufacturer (OEM) service manual. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had a fault e116 and e118 which could have been caused by a close control unit (ccu) replacement. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomena "e116 error", "e117 error", and "e118 error" occurred due to faulty solid state drive (ssd), printed circuit board (v) sub assembly, and receiver (rx) modules respectively. A root cause could not be identified. Olympus will continue to monitor field performance for this device.